Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012047, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012047 was manufactured according to the work instruction (wi) version 21.0, in the multivac m14, on 14/mar/2025, with a total of (B)(4) units. The sub-assembly: cannula the lot 5b02785 was manufactured according to the form version 17.0 and manufactured in the machine lc04, on 06/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c02352 was manufactured according to the form version 17.0 and manufactured in the machine lc01, on 13/mar/2025, with a total of (B)(4) units. The lot 5b01543 was manufactured according to the form version 16.0 and manufactured in the machine lc01, on 25/feb/2025, with a total of (B)(4) units. The lot 5b05226 was manufactured according to the form version 17.0 and manufactured in the machine lc01, on 04/mar/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set was in use for less than a day. The insertion site was abdomen no further information available.

Manufacturer narrative:
E1:patient city: (B)(4). Patient country: canada.